Event description:
Voluntary medwatch received states the patient presented with noise oversensing on the right ventricular lead resulting in inappropriate atrial tachy response (atr) episodes and far p oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
UDI is not available as product information was not provided.